Manufacturer narrative:
The customer contacted the (B)(6) customer care center (ccc) regarding a discordant, falsely depressed human chorionic gonadotropin (hcg) patient sample result on a dimension® exlwith lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc evaluated the information provided and the instrument data files. No similar events were noted with other patient samples. Repeat of the same sample yielded expected results. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed patient sample result for human chorionic gonadotropin (hcg) was obtained on a dimension® exlwith lm system. The initial result was reported and questioned by the physician(s). The same sample was reprocessed on the same instrument and a higher result was obtained. A new sample was drawn and processed on the same system and a higher result was also obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed hcg result.